Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when attempting to create an anastomosis between the rectal stump and the proximal descending colon, the stapler was properly loaded, but the anvil broke and disengaged, and the prongs on the anvil were splayed open when the surgeon attempted to engage the integrated spike. There was a tissue damaged, anticipated tissue loss about 1 cm of rectum and 5cm of proximal colon and the surgical time was extended to one hour and 30 minutes as a result of the product problem. More tissue was resected and they had to remove the anvil and stapler to complete the case.